Event description:
It was reported that on an unknown date, during an unknown procedure the expedium driver was broken. Surgical delay is unknown. There were no patient consequences. Procedure outcome is unknown. This complaint involves (2) devices. This report is for (1) mod square exp 5.5 si driver. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.